Event description:
Event description guidant received information that upon interrogation of this implantable cardioverter defibrillator (ICD), the device displayed a an error message indicating that the device had reverted to a safety mode.